Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements. The lead was programmed to bipolar and impedance measurements were 400 ohms. Sensing measurements were good and stable. A stored episode revealed noise on the lead. There was no pacing inhibition as the patient has an underlying rhythm. Noise could not be reproduced in clinic. Another stored episode should what appeared to be double counting. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting options. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.